Event description:
It was reported a broken catheter. It is unknown when the incident occurred. No other information was provided. Additional information received 04 january 2024: the piccs were implanted in (B)(6) 2023. The piccs were removed before they caused serious consequences for the patients. Both punctures of the venous catheter (mostly in the first few cm) and complete rupture of the PICC (1 case) were observed. It is confirmed that no foreign bodies remained within the venous system of the patients in question. It was reported this occurred with five devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported a broken catheter. It is unknown when the incident occurred. No other information was provided. Additional information received 04 january 2024: the PICC was implanted in (B)(6) 2023. The PICC was removed. Puncture of the venous catheter (in the first few cm) and complete rupture of the PICC was observed. It is confirmed that no foreign bodies remained within the venous system of the patient in question.

Event description:
It was reported a broken catheter. It is unknown when the incident occurred. No other information was provided. Additional information received 04 january 2024: the PICC was implanted in (B)(6) 2023. The PICC was removed. Puncture of the venous catheter (in the first few cm) and complete rupture of the PICC was observed. It is confirmed that no foreign bodies remained within the venous system of the patient in question.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 5fr sl powergroshong catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 37 and 38cm marks on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.